Event description:
It was reported that the device would not power on. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good condition with no physical damage.pressed the membrane switch on and no power on. The root cause of the reported issue was found to be a faulty membrane switch. Actions were taken to mitigate the reported issue: replaced membrane switch.